Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix light plug(device #2) may have caused or contributed to the reported event. The attorney alleges surgery to remove device. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix light plug(device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). An additional emdr was submitted to represent the bard/davol flat mesh(device #3). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh(device #1) and perfix light plug(device #2) on (B)(6) 2016. It was alleged that the patient underwent a removal surgery of the perfix light plug and implantation of an unspecified bard/davol bard mesh(device #3) on (B)(6) 2019. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the two (2) bard/davol bard mesh(device #1 and device #3) and perfix light plug(device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.